Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power issue. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the pump powered on with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: a review of the black box showed no power issues. No data was found in the pump histories from the time of the complaint due to continued use. The battery cap was not returned with the pump. A test cap was used for investigation and attached securely to the pump. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with no power issues. The pump was opened and no damage was found to the power circuit. Unrelated to the original complaint, the battery compartment was cracked alongside the pump, and below the bumper pad. Additionally, and the display was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).